Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device could not turn the cutter devices. The device also failed pretest for check the tool coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a preventive surgery for a fracture due to bone tumor on the proximal femur, it was observed that when the crown reamer was removed, two metal pieces came out of the quick coupling device. According to the reporter, after the procedure, it was observed that parts that fixed the reamer were missing. It was reported that there were no delays in the surgical procedure and the procedure was completed successfully with a jacobs chuck device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.